Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the clamp of the "firstpass mini left" broke outside the patient. The procedure was successfully completed with a delay greater than 30 min using a change in the surgical technique. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded there were similar events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of clinical evaluation revealed no clinical information will be provided, nor will the device return. However, it was reported, the procedure was successfully completed with a delay greater than 30-min using a change in the surgical technique. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.